Manufacturer narrative:
(B)(4). Event date unk, only year. Captured as (B)(6) 2021. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? Used clip appliers. How much blood was lost (ml)? A comment of "3liters' of blood, but this was not in regards to a specific patient but a general comment. Did the patient require a transfusion? This was a general statement but said "yes sometimes they need to be transfused" was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)- brought back for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In response to the previous additional information request, clarification is needed on the below responses; how much blood was lost (ml)? A comment of "3liters' of blood, but this was not in regards to a specific patient but a general comment for this patient, how much blood was lost? Did the patient require a transfusion? This was a general statement but said "yes sometimes they need to be transfused" for this patient, was there a blood transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)- brought back for evaluation please clarify what is meant by "brought back for evaluation"? Was the patient re-admitted? What does "patient passed out post-operatively" mean? Did it require any medical intervention? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a roux en y procedure, the surgeon had to clip "everything" along the staple lines for bleeding. There was nothing different in technique or product wise. The procedure was delayed by fifteen minutes. Surgeon states the patient "passed out" post-operatively.